Event description:
The manufacturer received information alleging a trilogy100 ventilator inoperative condition occurred (unit can't work". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the power supply and motor blower assembly was replaced to address the issue. The unit was run for two hours and pass all test. The technician confirmed that the device is working as intended.